Event description:
A surgeon reports that one of the haptics on the intraocular lens broke when it was being removed. The surgeon tore the capsule and an anterior vitrectomy was performed. An anterior chamber lens was then implanted. Additional information has been requested.